Manufacturer narrative:
The implant was returned with a removal device attached. When disassembled, visual inspection revealed the internal threads were damaged, likely from the use of the removal device. There was evidence of a fractured screw in the bottom of the implant. No lot number was provided for the screw therefore the device history record could not be reviewed. However, a review of the implant device history record was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported the screw fractured and was unable to remove the screw from the implant. The implant was removed and replaced.